Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visually, the device looks fairly new, no anomalies on the device. The foot switch was mated with a vapr vue test generator. An s90 electrode was connected to the generator and submersed in a container of saline and all correct default settings were displayed. The electrode tip was submersed in a saline container and was tested in both ablate and coagulation modes. Electrode activated in ablate mode and it does not turn off even when not pressing, had to remove the connection with the generator to stop ablating. Coagulate works as intended. The root cause for the reported failure could be internal component failure. But the definitive root cause cannot be determined. A manufacturing record evaluation was performed for the finished device serial and product number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's vapr 3 footswitch did not work. The case was completed with another like-device with no patient harm or delay. The sales rep was not present and could not provide any additional information. The device is being returned for evaluation.